Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-04481, 2134265-2014-04495. It was reported that automatic pullback failure occurred. The target lesion was mildly calcified. During preparation for percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. It was noted that automatic pullback did not work. The opticross¿ was reconnected, however, the issue was not resolved. The procedure was completed with another of the same imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Correction : device lot number: corrected from 16987492 to 16923988. Device expiration date: corrected from 05/21/2015 to 04/25/2015. Device manufactured date: corrected from 05/21/2014 to 04/26/2014. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that kinks were observed in the imaging window assembly at 97.5 cm and 98.0 cm from femoral marker to the distal end. No damages were found on the ccp board and rfc assembly pins. A good click sound was heard during insertion into the mdu system. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No windup was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-04481, 2134265-2014-04495. It was reported that automatic pullback failure occurred. The target lesion was mildly calcified. During preparation for percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. It was noted that automatic pullback did not work. The opticross¿ was reconnected, however, the issue was not resolved. The procedure was completed with another of the same imaging catheter. No patient complications were reported and the patient's status was good.